Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was not returned, so the user¿s report could not be confirmed. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because the subject device was not returned, the results of the investigation were unable to identify a definitive root cause for the reported failure mode. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited displays color bar and touch panel not functioning . The issue occurred during preparation for use therapeutic general surgery. There were no reports of patient harm.